Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.25mm x 8mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 20 seconds, the middle part of the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: fg emerge otw, ous 2.25mm x 8mm was returned for analysis. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified a 2mm balloon tear/rupture in the mid-section of the balloon. The bumper tip was deformed. The leakage testing identified that the balloon could not be inflated due to the tear/rupture in the mid-section of the balloon material.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.25mm x 8mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 20 seconds, the middle part of the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
D4. Lot number updated from 0035962993 to 0035671464. D4. Expiration date updated from 02/28/2027 to 01/21/2027.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.25mm x 8mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 20 seconds, the middle part of the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.